Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000095227.

Event description:
Related manufacturer reference number: 3006705815-2022-17475. It was reported that the patient's ipg was inoperable and one of their leads had migrated. The patient underwent a surgical procedure on (B)(6) 2022 during which the ipg and lead were explanted and replaced to address the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.